Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse found b/f wash probe has intermittent error. Fse replaced the pulse cable then diep the mt on the 2000 station. A control run was performed and results were within specification. Instrument is functioning as intended and released. The most probable cause for this event is the wash probe 1 pulse cable. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4443 b/f probe 1 home overrun , 2050 scheduler control start delay and 2043 b/f wash control start delay on their aia-2000. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth, bhcg, prl, prog and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.